Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. It was also noted that the distal conductor was distorted, the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported during implant the ventricular lead tip would not retract after multiple extension/retractions. A new lead was implanted. No patient complications were reported as a result of this event.